Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: after firing, the device could not be removed. The surgeon disengaged the anvil from the device, and removed the device and anvil separately from patient. A new instrument was used to re-anastomose. No bleeding was reported but surgery time was extended. The patient is in well current condition.